Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy drain fluid. The cause of the event was not reported. It was reported the patient was not hospitalized for the event. The patient was treated with ciprofloxacin (oral, dose, duration and frequency were not reported) and vancomycin (intraperitoneal, dose, duration and frequency were not reported) for the event. At the time of this report, the patient outcome was reported as "getting better but today the pain returned". Pd therapy was ongoing. No additional information is available.